Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a male patient sample. The following data was provided (customer¿s reference range for males 34.2 pg/ml): (B)(6) 2026 sample ID (B)(6), initial result = 44.9 pg/ml, repeat results = 4 pg/ml, 4.3 pg/ml same patient new sample obtained. Sample ID (B)(6) result = 4.7 pg/ml, repeat result = 4 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot 80401ud00 performs as expected for the architect stat high sensitive troponin-I assay I. Ticket trending review for the list number 03p25 did not identify any related trends. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with the complaint assay. The overall performance of the architect stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on our investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I assay I for lot 80401ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available. This report is being filed on an international product, list number: 3p25, that has a similar product distributed in the us, list number: 2r98, and a 510k/PMA/bla number: k191595.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for a male patient sample. The following data was provided (customer¿s reference range for males 34.2 pg/ml): on (B)(6) 2026, sample ID: (B)(6) initial result = 44.9 pg/ml, repeat results = 4 pg/ml, 4.3 pg/ml. Same patient new sample obtained. Sample ID: (B)(6) result = 4.7 pg/ml, repeat result = 4 pg/ml no impact to patient management was reported.